Manufacturer narrative:
Correction: device manufacturing date. The software investigation with the logs found that the reported event was unrelated to a software issue. The software functioned as designed. As reported on initial MDR, the hardware investigation found that the reported event was related to a hardware issue; computer hard drive malfunction. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the computer for the navigation system was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The logs for the navigation system were reviewed by medtronic personnel. The logs indicated that the hard drive of the computer was beginning to lose functionality as multiple I/o errors occurred when attempting to access the hard drive. The suspect computer for the navigation system was returned to the manufacturer for evaluation. Testing found that the slow responsiveness was occurring. Additional testing found a sr manager failure in the cranial application software. The hard drive testing also found a bad sector on the drive.

Event description:
A medtronic representative reported that, while outside of a procedure, the navigation system took an extended period of time to start up. It was reported that the navigation system stuck on the booting kernel screen. A hard restart of the navigation system did not resolve the reported issue. After 5 minutes, the system functioned as designed. There was no patient present when this issue was identified. No additional information was provided.